Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed.the analysis of the device memory indicated a r-wave amplitude measurement issue. R-wave amplitude is approximately 7.5mv 21<(>&<)>(B)(6)-2016, but dips below approximately 4.875mv 23<(>&<)>(B)(6)-2016. Data is limited to only 4 data points. (B)(4).

Event description:
It was reported that shortly after implant the lead had undersensing and pacing failure due to a dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.